Manufacturer narrative:
The user facility submitted medwatch mw5108627 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set was leaking. The leak was further described as, ¿permitting unintended mixing of ingredients to the final solution. Specifically, lipids have leaked into the final product which was not to contain lipid¿. The issue was identified during use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, h6 and h10. H4: device manufactured between november 22, 2021 to november 23, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.